Event description:
(B)(4) have pelvic pain everyday ,on medicine for migraine from essure, when I have sex it is painful,have major mood swings have no energy have chest pains every since I had it done